Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. Aneurysm morphology unknown. The aortic neck was angulated, and the vessels were severely tortuous but not calcified. It was reported that the post-operative CT obtained a day or two after the implant showed a suspect type I endoleak; however, when the rep reviewed the films, no endoleak was confirmed, and no intervention for any leak was performed. It was noted that there was an approximate 50% stenosis of the unsupported segment of the talent bifurcated stent graft. The patient has been asymptomatic since the time of the implant. A talent iliac limb was implanted inside the unsupported segment and successfully restored flow. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Intervention required) - results: graft occlusion. Severely tortuous vessel.